Event description:
The surgeon had performed a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio) and the restoris pst/tfs total hip system on (B)(4) 2014. Mako was informed that the patient experienced a femoral fracture approximately a week and a half post-operatively. The surgeon performed a revision procedure, removing the femoral components and verifying the integrity and placement of the acetabular cup. The surgeon opted to place two acetabular bone screws and replace the acetabular liner with an identical component. The fracture was treated with circlage wire, and a revision stem was implanted, along with a replacement femoral head.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event was initiated at mako surgical. The rio session files were reviewed. All values were found to be within acceptable tolerances. The data suggest the rio operated as expected. The evaluation is ongoing, and a supplemental report will be submitted when results are obtained.